Event description:
The customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level during the event. The customer service team educated the caller about the effects of pump shutdown and confirmed that insulin delivery had resumed. As part of the resolution, the technical support team arranged for a replacement pump to be sent, instructed the customer on how to put the pump into storage mode, and provided instructions for returning the problematic device. The customer acknowledged the process and indicated they would return the pump using a pre-paid label within ten days. The pump was still under warranty, and the customer planned to continue using their current pump as backup therapy.